Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer stated they were stuck between the bolus and rewind sequence. The customer stated they were attempting a new infusion set without rewinding it. The customer's blood glucose was 183 mg/dl. The customer also reported the act and escape button was unresponsive to exit out of the rewind complete screen. It was found the customer was instructed to perform a hard reset to enable the buttons to respond. The customer's insulin pump was functional at the end of troubleshooting. Customer declined to return the insulin pump for analysis.